Event description:
During a pta to the left renal artery, which was neither calcified nor tortuous, difficulty was experienced during attempts to inflate the balloon. Upon withdrawal of the product, a pin-hole type leakage was noted in the balloon. Another balloon catheter of unknown make was used to successfully complete the procedure. There was no report of pt injury. It was reported that, the device was used in accordance with its instructions for use, and no anomalies were noted during prep. The product is available for evaluation and testing; however, it has not been rec'd to date (which is indicated as "other" under section h10 code). Add'l info will be submitted within 30 days of receipt.